Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5 vdc ps1 power supply was replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported intermittent communication failures. This error will result in a sys lock up. No pt or user injury was reported.